Event description:
The customer reported a false low result was generated from the beckman total bilirubin triggered (tb-t) (also known as tbil) reagent kit when used on the unicel dxc 800 pro synchron system. The result was questioned because it was lower than the direct bilirubin (dbil) result from the same sample. The sample was rerun on a different dxc 800 pro synchron system with similar results. There was no impact to patient treatment. The results were not reported outside of the laboratory. Controls (qc) were run before and after this event and the results were within ranges. No other samples were affected. The sample was tested on the au5800 clinical chemistry analyzer which generated believable results. The dbil result was believed to be erroneous as well, please refer to MDR 2050010-2015-00002 for the event related to dbil.

Manufacturer narrative:
.

Manufacturer narrative:
The reagent was not returned for evaluation. A beckman coulter (bec) field service engineer was not dispatched. The sample was tested on the au5800 clinical chemistry system, which generated believable results. Beckman (bec) chemistry technical applications reviewed the customer's data and found evidence of an unidentified interferent present in the sample. Initial reporter's telephone number:(B)(6).